Event description:
A female patient came into the emergency room late friday evening on (B)(6) 2013 with a cold leg. She previously had a zilver ptx 35 drug-eluting stent placed. The physician examined her on monday and diagnosed her with stent thrombosis. A clot removed device was used to remove the clot followed by an angioplasty balloon. The patient had been on plavix since the surgery and the thrombosis occurred when the patient stopped taking plavix. The exact rpn and lot number of the device involved in this complaint placement had been conducted in (B)(6) 2013. The vessel was opened and now has blood flow. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The specific rpn and lot number of the device involved in this complaint is unknown. The information provided indicated the device to be a zilver ptx 35 drug-eluting stent (ziv6-35-xx-ptx). As the lot number of the device involved is unknown it was not possible to determine if any of the affected lot remained in stock. The stent was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Angiography images were not provided to support the complaint investigation; therefore the customer complaint could not be confirmed. According to complaint description, the patient had been on plavix since the surgery and thrombosis occurred when the patient stopped taking plavix. Knowing that plavix is used to prevent blood clots, antiplatelet therapy/medication is the most likely contributing factor to stent thrombosis in this case. There could be also other factors that could have contributed to this thrombosis event, however no information was provided. A definitive root cause of thrombosis cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. As the specific rpn and lot number of this device was not provided, it was not possible to conduct a review of the associated manufacturing records for this component. The vessel was opened and now has blood flow. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It may be noted that thrombosis is known potential adverse effect as per instruction for use. Health risk assessment was initiated for stent thrombosis. Quality engineering assessed the complaint using the health risk assessment (hra) scale and the risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.